Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to convert rhythm. The patient had an unsuccessful atp treatment at vt-2, that accelerated the rhythm a bit more but still in vt-2 that was rescued by a 36j and returned to sinus. Programming changes were performed. The patient was in stable condition.